Event description:
A facility reported a bactiseal catheter (ID 821749) was leaking minimal cerebrospinal fluid (csf) during the procedure. The leakage was in the white tip of the device at the connecting point. The issue was detected before implantation site closure. The procedure was completed with a replacement product and 1 hour delay was noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The bactiseal catheter (ID 821749) was returned for evaluation. Device history record (DHR) - lot 5847395, conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected; 2 holes/cuts/tears in the connecting end of the catheter were noted. Complaint confirmed. The possible root cause for the issue reported by the customer could be due to a handling or a sharp or pointed object coming into contact with the catheter, as noted in the "IFU" silicone has a low cut/tear resistance.

Event description:
N/a.